Event description:
It was reported that a pd cassette had a connection issue; further described as "difficulties connecting the product to another product". This occurred before use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number was unknown; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.